Event description:
A call was placed to technical services on 4/24/11. Caller stated that there were high lv thresholds. The lv lead has been turned off. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).